Manufacturer narrative:
The device was not returned and therefore no physical product analysis could be performed. The photograph provided was insufficient to support an evaluation, as it was too small and did not clearly show the alleged issue. As a result, the reported device performance allegation could not be confirmed. A review of the device history record (DHR) verified that the device met all material, assembly, and performance specifications at the time of manufacture. The device instructions for use (IFU) state: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user.

Event description:
It was reported that, during procedure, the fiber started flashing, and the tip became loose, and it stopped working. The fiber was replaced. The procedure was completed successfully. Patient outcome was not provided.

Event description:
It was reported that, during procedure, the fiber started flashing, and the tip became loose and it stopped working. The fiber was replaced. The procedure was completed successfully. Patient outcome was not provided.